Event description:
It was reported patient's right ventricular (rv) lead exhibited oversensing due to noise. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead reexhibited noise oversensing. Programming changes were made to disable high voltage therapy. The patient was stable.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted and replaced. The patient was stable throughout.